Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 6th july 2010 and performed to specification up to the 5th october 2014. On the 12th october 2014 the device failed a weekly auto self-test due to a low battery. On the 24th october 2014 an increase in voltage suggests a new pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 17th june 2015 and the final history log entry, prior to receipt at heartsine, on 2nd september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.